Event description:
It was reported to technical services on (B)(6) 2012 that this lead has noise with pacing inhibition. A lead revision was done on (B)(6) 2012. Patient is completely dependent and had pauses up to 8 seconds. The md is dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).